Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part #: 02.112.108, lot #: 6205605 (non-sterile) ¿ 2.7mm/3.5mm lcp postlat distal fibula plate 4h/right/90mm. 25-jul -2018: DHR reviewed by: mschoenfeld, manufacturing location: monument, manufacturing date: 28-aug-2009, lot quantity: 12: work order traveler for this lot met all inspection acceptance criteria. In-process acceptance sheet, met all inspection acceptance criteria. Process test disposition forms dated 28-aug-2009 indicated acceptance. In-process acceptance sheet, met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Inspection sheet for final inspection met all inspection acceptance criteria. Packaging label log, lppf, lmd/lpf rev b was reviewed and found to be conforming. Packaging bom was reviewed and found to be conforming. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues identified during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative infection development is unknown. Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent removal of the locking compression plate (lcp) posterolateral distal fibula plate and six screws on the right ankle due to infection. Removal took place 5 months after implantation on (B)(6) 2018, one (1) lcp postlat distal fibula plate, two (2) unknown 3.5 cortex screws, three (3) unknown 2.7 locking screws and one (1) 2.7 cortex screw were removed. There was no surgical delay reported. Patient surgery was successfully completed. This report is for (1) 2.7mm/3.5mm lcp postlat distal fibula plate 4h/right/90mm. This is report 1 of 4 for complaint (B)(4).